Event description:
It was reported the patient complained the device was "falling out". Patient was given oral antibiotics. The healthcare professional stated the patient had manipulated the device and it was protruding out of the insertion site. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).